Manufacturer narrative:
During routine preventive maintenance (pm) testing of an infusion pump the device failed 30 psi occlusion test result at 20. The passing specification for the 30 psi occlusion test result is between 22 and 38 psi. A device history record (DHR) review showed no similar complaints reported. The failure mode is confirmed. CAPA-15 has been initiated to investigate the failure. Reference to complaint #(B)(4).

Event description:
During routine preventive maintenance (pm) testing of an infusion pump the device failed 30 psi occlusion test result at 20psi. There was no patient involvement.